Event description:
The user facility biomedical department reported that the automated impella controller (aic) had a battery failure. The aic was removed from service. There was no patient harm or involvement reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The console was received for investigation. After reviewing the logs, the reported battery failure issue was confirmed. There was evidence of battery failure was tested after arriving in field service and the battery failure issue was able to be reproduced. Results of running battest on telnet revealed that vcell2 in battery2 had a voltage that was significantly less than the rest of the cells in the battery conclusion: the root cause of the reported battery failure issue was determined to be caused by internal battery cell imbalance. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12545: e4 should have been left blank.